Event description:
The customer reported that while taking her injection this morning, the needle broke off in her arm. She attempted to pull it out with tweezers, but she shakes so bad that she had to have her son come pull it out. She is a 16 year diabetic and has used terumo syringes for several years without incident.